Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis as of the date of this report.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the cable of the fenestrated bipolar forceps broke. When the surgeon was watching while removing the instrument of the patient, he did not see a part break off into the patient. At the very end of the case, while he was irrigating, he found a small, sheared piece of the cable and removed it. The site also performed a kub x-ray on the patient to make sure they did not miss anything else. The procedure was completed.